Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the 100ml cassette was leaking and was noticed after compounding. The leak was noticed after addition of saline and drug after airing out the cassette. There was patient involvement, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
D9: product received date 10/15/2024. H3: one used sample was returned for analysis. Leak tested and confirmed customer complaint of leaking cassette. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.